Event description:
Revision surgery: due to the patient falling and dislocating the shoulder.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation after 22 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material reports (ncmrs) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part number: 508-00-001) reworked due to documentation issues. Ncmr (B)(4) showed (B)(4) parts (part number: 508-32-101) reworked due to documentation issues. Ncmr (B)(4) showed (B)(4) parts (part number: 508-32-101) flagged for not passing the thread gage, the parts were re-inspected and passed; one piece from this lot was returned to the vendor due to scratches on the taper. A review of the product complaint report history showed this is the (B)(4) complaint for this lot. The root cause of the dislocation was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.